Event description:
It was reported that he patient had stimulation in the wrong location. It was noted that a revision would be done but it was not clear what would be done. It was noted that this had been happening for the past two month. It was noted that there were no injuries. Additional information received reported that the revision took place on (B)(6) 2014. It was noted that there were no malfunctions. It was noted that the leads were not in the correct place so the health care professional (hcp) moved them. It was unknown if the patient was receiving effective therapy because the lead had not been programmed yet. Additional information received reported that the patient had been programmed and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).